Event description:
The account generated falsely elevated multigent lithium on 4 patient samples processed on the architect c8000 analyzer. The samples were repeated with the lower expected lithium result. The lithium medication was lowered for one patient due to the elevated multigent lithium result, but was set accordingly after the sample was rerun. No impact to patient health was reported. No additional detailed patient information is available. Data provided: ID (B)(6) (female): elevated multigent lithium =1.40 mmol/l, but repeated 0.60 mmol/l (another architect c8000). ID (B)(6): elevated multigent lithium =1.13 mmol/l but repeated 0.58 and 0.60 mmol/l (another architect c8000). ID (B)(6): elevated multigent lithium =1.04 mmol/l but repeated 0.51 and 0.53 mmol/l (another architect c8000). ID (B)(6): elevated multigent lithium =1.11 mmol/l but repeated 0.70 and 0.73 mmol/l (another architect c8000).

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Manufacturer narrative:
No customer returns were available for evaluation. Troubleshooting and on site service was performed with part replacement including the architect sample probe. A historical / quality data and complaint review did not identify any adverse trend of a sample probe discrepant result issue. A service history review found no additional discrepant result complaints and no complaints for sample probe issues have been documented for architect c8000 serial number (B)(4), since the architect c8000 was serviced and the sample probe was replaced. A product labeling review found the architect system operations manual, and the lithium assay package insert contain adequate information for the described issue. The lithium discrepant result issue was resolved though the replacement of a sample probe. No systemic product issue was identified during this investigation.

Event description:
Additional information was received after initial report. The account uses a lithium normal range of 0.50 to 0.70 mmol/l. ID (B)(6) is a female and intended lithium concentration is 0.60 mmol/l. The lithium dosage was lowered for this patient due to the elevated multigent lithium result. After a week, the lithium dosage was increased to the previous level after the sample was rerun with no impact to patient health.